Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported they experienced the events of ¿breasts have become deformed¿, ¿clearly an asymmetry¿, ¿strong pain¿, ¿hardening", and "received the information that my implants are indeed affected by the recall¿, ¿left implant deflate¿. Device has been explanted. This relates to the left device.

Event description:
Patient reported they experienced the events of ¿breasts have become deformed¿, ¿clearly an asymmetry¿, ¿strong pain¿, ¿hardening", and "received the information that my implants are indeed affected by the recall¿, ¿left implant deflat¿. Device has been explanted. This relates to the left device.

Manufacturer narrative:
Device photo analysis: visual analysis of the identified photos: the photo shows two devices without identification to which side each one belongs, both devices have crease fold and brown particles in the shell. Both devices are not rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.